Manufacturer narrative:
The autopulse life band (s/n: (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with lot # (B)(4). A visual inspection of the returned lifeband was performed and found that one of the hinge was out of position and it would not snap into retracted position; thus confirming the reported complaint. Functional testing of the life band could not be performed because the bent hinge located on the covers/channel braces assembly prevented the belt guards to lock in place. Note, that the autopulse lifeband are 100% inspected during manufacturing. Zoll inspection procedure has steps to verify the hinge pin is in place and is flush with the surface of the belt guard and no twists or creases are present throughout the entire belt. The belt sections covered by tyvek are felt by hand to assure no twits exist.

Event description:
It was reported that during patient use, the hook that holds the lifeband falling off while applying to the patient. During this time manual CPR was still being performed. No other patient information was provided.